Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, crease flat, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening.5.5. Non-penetrating nick.

Event description:
Additionally, healthcare professional reported right side "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.